Event description:
It was reported that there was a possible set screw issue. During the implant procedure, the physician expressed difficulty when trying to insert the pin into the header. The physician could not see the pin past the setscrew in the header. The setscrew was backed out and the lead was inserted, with difficulty. The device measured high thresholds and t-wave oversensing on the lead, which was not present with the previous device nor with the analyzer. The physician also reported, he could not re-insert the lead. The device was explanted and a new device was implanted. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.